Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that the right fast stop switch was stuck open. Cycled the switch several times and confirmed functional operation. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the system displayed the error message "interlock fail" at bootup. Tried to reboot several times and received same error message. No pt injury reported.